Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The additional information received from the patient makes the report non-reportable as the report event was a result of use of device problem as the patient reported that the pain and bhs getting hot was due to wearing the straps tight and under the cover. The device history record was reviewed, and no discrepancies related to the reported event were found. The patient has been advised to follow instructions for use (IFU) for bhs assembly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient stated the bhs was getting very hot in the middle of the night and was also causing pain at fracture site after 5 hours. The patient called back and stated that everything is fine now. She had it too tight at night when she sleeps and she was putting the unit under the covers. But she loosened the strap and wore it outside the covers and everything is fine. She will call back if there is an issue. No additional patient consequences have been reported. The bhs unit was not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated the bhs was getting very hot in the middle of the night and was also causing pain at fracture site after 5 hours. Update: stated that everything is fine now. She had it too tight at night when she sleeps and she was putting the unit under the covers. But she loosened the strap and wore it outside the covers and everything is fine. She will call back if there is an issue.